Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements. The health care professional (hcp) called technical services (ts) for review of the impedance measurements trend report. Ts reviewed the data and confirmed the rv lead shock impedances appeared to be gradually increasing over time; and are now out of range at 152 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.